Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed recurring alert 38 alarms associated with consecutive stalled motor events, interrupted meal announcements, and incomplete bolus delivery, resulting in hyperglycemia on multiple occasions; a restart initially cleared the alarm, but the alert recurred at frequent intervals and a replacement ilet was arranged. Symptoms included hyperglycemia and one separate episode of hypoglycemia that was self-treated with oral glucose. Outcomes included transient blood glucose excursions outside of the target range without medical intervention, hospitalization, or ketone testing, and continued use of cgm and usual diabetes care. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.